Manufacturer narrative:
Ecolab-microtek received the defective device photos from the customer on 10/28/2014. The defective disposable device was not return to the MFR; therefore, no direct analysis is available. (B)(4). During the packaging and final inspection aql 0.25 level no defects were found or reported. Since no device was returned for analysis and no injury or treatment records were provided to the pt, it is not possible to determine the root cause for the event.

Event description:
Ecolab-microtek received an email from (B)(4), reporting the event related to device number 8412/400. Once the device connection started to connect, the hospital staff found a crack that generated the leakage of the contents. The leak was to the seal at the bottom of the 8412 reservoir. It should be noted that this product line is being discontinued, no further production is scheduled, and inventory is being depleted. This is a 2013 lot. The lot number appears to be incomplete and the customer has been asked to confirm it. The event occurred during a total knee replacement surgery on (B)(6) 2014 at the (B)(6). There was no injury or treatment to the pt reported.